Event description:
Boston scientific received information that this product dislodged and subsequently exhibited loss of capture in the left ventricle (lv). A revision procedure was performed and the lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As there is no further information at this time our investigation is complete. This report will be updated should additional information become available.